Manufacturer narrative:
The return device analysis did not confirm the reported leak. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a leak. It was reported during preparation of a steerable guide catheter (sgc) micro bubbles were observed at the flush port which is an indication of a leak. Troubleshooting was performed but failed three times. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.